Event description:
It was reported, the patient's device exhibited multiple non-sustained ventricular episodes with missing electrograms via merlin.net. No adverse consequences were reported. No further information was available.

Manufacturer narrative:
(B)(4).